Manufacturer narrative:
Tandem technical support followed up with the customer. The customer stated that they changed out the site and blood glucose levels were back within target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose levels of over 200mg/dl. Elevated blood glucose levels were treated by administering a correction bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out the site.